Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side "discomfort in the breasts¿ and ¿implant rupture.¿ device has been explanted and replaced.

Event description:
Healthcare professional reported, a left side "discomfort in the breasts¿. And ¿implant rupture¿. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: yellow particles on the surface of the shell. Broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis. It is not possible to determine, the cause of the event.